Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the front panel display assembly. A front panel assembly was replaced for this device and the suspect front panel component will be returned to vyaire's failure analysis laboratory for evaluation.

Event description:
The customer reported an intermittent blank display on this ventilator device. The customer statement no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect front panel (fp) display part number 16558 and serial number (B)(4) rev. C. The fa group performed a visual inspection and found no anomalies. The fp display was installed onto a known good test device and powered the device into the user mode, which displayed a black screen. The fp back-light inverter fluorescent lamp was found out of specifications. The back light inverter fluorescent lamp was replaced and powered into the user mode successfully. At this time, the reported event was duplicated, which was related to an electronic component failure due to fatigue of the fluorescent lamp of the display back light inverter.